Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown at the time of this report.

Event description:
The following event originated from a patient calling the watchman patient call center, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. The patient was taking a blood thinner prior to the index procedure. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. The patient was taking plavix and aspirin post index procedure, and then ultimately just aspirin. Approximately over (1) year post index procedure, the patient experienced shortness of breath and was hospitalized, and device related thrombus (drt) on the closure device, thrombosis in bilateral lower extremities, and thrombosis in the lungs were found. No further details were provided at the time of this report.